Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed. The outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo.

Event description:
The lead was returned to the manufacturer after being explanted and replaced with no reason given for the replacement. The lead subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.